Event description:
It was reported that during operative left ventricular assist device (lvad) implant, the surgeon had difficulty weaning from cardiopulmonary bypass given severe right ventricular (rv) dysfunction. The surgeon attempted several maneuvers such as high inotropes and intra-aortic balloon pump(iabp) but could not temporize the situation. A decision was made to pace a temporary right ventricular assist device (rvad) and they had excellent flows from both the rvad and lvad with improved hemodynamics. Based upon this additional support, the patient has been withdrawn from the study.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct relationship between the device and the reported right ventricular failure could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. "Introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. No further information was provided. The manufacturer is closing the file on this event.